Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The unit returned is stuck inside the catheter, as part of overall visual revision. The coil was returned partially loaded within the clear sheath. Residues of blood were noted within the clear sheath. The coil was returned stretched near both ends of it. Microscopic inspection of the main coil was performed an observed that the zap tip has a smooth surface. The interlocking arm was found detached from the rest of the coil, in addition it was not returned. Dimensional inspection that could be measure were performed and were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu states: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes. In order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system". (B)(4).

Event description:
Reportable based on device analysis completed on 08-aug-2018. It was reported that the coil did not coil up and was stretched. The target lesion was located in the moderately tortuous and severely calcified internal iliac artery. A 10mmx 40cm interlock¿-35 was selected for use. During procedure, it was noted that the coil did not coil up and was removed. However, there was a feeling that the coil got stretched when the device was pulled out to change the size. The coil was found to be stretched upon checking outside the patent's body. The procedure was completed with another of the same device of different size. No patient complications and no injury were reported. However, device analysis revealed that the coil interlocking arm was detached and not returned.